Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6)2025. On (B)(6)2025, it was reported that the patient experienced a loss of consciousness due to hypoglycemia and was transported to the hospital. Upon arrival, the patient¿s continuous glucose monitoring (cgm) device was removed after displaying a ¿sensor failed¿ alert. It is unknown what the cgm readings were prior to the loss of consciousness, and no blood glucose (bg) meter readings were reported during the event. The patient was using a tandem insulin pump at the time of the incident. The patient stated that she regained consciousness the following day while hospitalized but was unable to recall additional details of the event. She was discharged home after approximately 48 hours and was reported to be in stable condition at the time of follow-up. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that a no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.